Manufacturer narrative:
Device was received for evaluation at service center site in (B)(4). Evaluation of device confirmed the reported issue. Broken pins were found on the device transducer receptacle. When inspected with the reference part the device met all inspection criteria. The damaged receptacle was repaired and the unit was returned to the customer. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that the device tip of shockpulse lithotripsy when attached in the machine, it does not detect and keeps flashing. The device was not returned to olympus for evaluation, therefore a definitive root cause could not be determined. The reported failure is a known phenomenon and is produced as a result of damage to the transducer plug and/or receptacle. Damage to the receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the receptacle housing. Per the user¿s manual, the transducer receptacle is addressed, "connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug ¿, connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug." Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the device tip of shockpulse lithotripsy when attached in the machine, it does not detect and keeps flashing. No further details were reported regarding the event. No patient involvement was reported. No user harm or injury on this event.